Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6 visual inspection of the returned device found the distal surface to exhibit damage and the locking features to be flared out. Medical records were not provided. Review of the device history record identified no related deviations or anomalies during manufacturing. Root cause cannot be determined. Complaint is confirmed via product evaluation. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Item# 42532006401; lot# 66420528. G2: foreign - event occurred in japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a total knee arthroplasty was performed with persona and the surgeon was unable to mate the articular surface to the tibial plate. After removing it for cleaning and confirming that there were no inclusions on the tibial plate, he inserted the articular surface, but the lateral side didn't seat properly. As a result, the surgery was completed with another articular surface with a different lot number. Attempts have been made and no further event information is available at this time.